Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to light moisture damage to keypad traces. Unexpected restart test was not performed due to unresponsive act button. The device had cracked case at display window corners.

Event description:
It was reported that the act button on the insulin pump does not respond and an unexpected restart alarm occurred. Blood glucose value is unknown. Nothing further reported.